Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance, increased short interval counts (sic), and non-sustained tachycardia episodes. A possible lead fracture is suspected. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).